Manufacturer narrative:
The device remains implanted. The save to disk was reviewed by a boston scientific crm technical service consultant and discussed that the device had no resets and no invalid battery charge time measurements. The last auto capture status indicated the device had a <2mv evoked response. This caused the device to change to a higher pacing output of 5.0v. This caused the battery status to indicate ern or 90 bpm magnet rate and a longevity of <0.5 years. The reprogramming of the device has reduced the power consumption and the battery status as recovered from ern and the estimated longevity is 1.5 years. Please consider further detailed evaluation of the automatic capture v-ER signal. Leaving the device programmed with a fixed output would also be an option. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this pacemaker was implanted on (B)(6), 2004. At the previous follow up visit, the battery status revealed a magnetic frequency of 90 bpm and a residual life of < 0.5 years. At the next follow up visit on (B)(6), 2009, the battery status revealed a magnetic frequency of 100bpm with a residual life of 1.5 years.the only programming change performed on (B)(6), 2009 was to deactivate the automatic capture, because at that date the ventricular output was 5v and the threshold was less than 1v. A save to disk was sent for review to a boston scientific crm technical service consultant. No adverse patient effects were reported.